Manufacturer narrative:
(B)(4). An authorized third party service engineer cleaned the compressor motor o-ring, piston and water trap. The compressor then worked properly.

Event description:
It was reported that during testing a ventilator generated an air supply loss alarm because an inoperative compressor was not able to provide adequate air pressure. The compressor was the ventilators primary gas source. There was no patient involvement.